Event description:
The service report shows that the customer experience intermittent occurrences involving no audible alarm conditions. The nellcor puritan-bennett customer support engineer (npb cse) was unable to duplicate the no audible alarm condition. The npb cse inspected the device and replaced the auxillary harness, based on info from the customer. The customer had reported to the npb cse that whenever the no alarm condition would occur, they tapped on the alarm assembly and the alarm would begin to function again. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.